Event description:
Weinberg, j. H., sweid, a., hammoud, b., asada, a., greco-hiranaka, c., piper, k., gooch, m. R., tjoumakaris, s., herial, n., hasan, d., zarzour, h., rosenwasser, r. H., <(>&<)> jabbour, p. (2021). A comparative study of transradial versus transfemoral approach for flow diversion. Neuroradiology: a journal dedicated to neuroimaging and interventional neuroradiology, 63(8), 1335¿1343. Https://d oi.org/10.1007/s00234-021-02672-4. Medtronic review of the literature article found that the study compared procedures and outcomes of 79 consecutive patients who underwent transradial approach (tra) and transfemoral approach (tfa) procedures for pipeline implantation to treat intracranial aneurysms from april 2018 through october 2019. Dual antiplatelet therapy (dapt) with aspirin 81 mg and clopidogrel 75mg daily was started 10 days prior to elective flow diversion. Patients presenting with subarachnoid hemorrhage (sah) were loaded on the table with 600 mg of clopidogrel, 650 mg of aspirin, and intravenous iib/iiia inhibitor. In patients with clopidogrel allergy or resistance, prasugrel was given instead at a loading dose of 40 mg and daily maintenance dose of 10 mg. Pipeline stent deployment was successful in all patients. Rates of successful aneurysm occlusion were comparable to previous studies on flow diversion. Rates of morbidity and mortality were comparable between the two groups and consistent with previous studies on flow diversion via tfa. The authors concluded, "the feasibility and efficacy of flow diversion with the ped via tra for the treatment of intracranial aneurysms is comparable to tfa. Widespread adoption of this approach may be facilitated by improvements in device navigation and manipulation via radial-specific engineering." 2 patients included in the tfa group experienced ischemic stroke. 2 patients, 1 from the tra group and 1 from the tfa group, had incomplete occlusion of the aneurysm and underwent retreatment procedures.

Manufacturer narrative:
A separate report was submitted regarding patient deaths noted in the article with rr #: 2029214-2022-00263. Reported patient age (54 years) is representative of the average age of all patients included in the study. Reported patient sex (female) is representative of the majority of patient included in the study. Section e. Facility/address information reported is that pertaining to the primary communicating author noted in the article. The article listed multiple facilities. If information is provided in the future, a supplemental report will be issued.